Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple 078-0008 alarms observed in the black box on reported date of (B)(4) 2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, moisture corrosion was observed on the motor flex connector. The pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen had a dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.